Event description:
It was reported that the lead integrity alert was triggered due to sensing integrity counts, indicating lead oversensing and non-sustained tachycardia episodes which could not be reproduced with an in-office manipulation. There was also an apparent lead fracture. It was further reported that there was a discrepancy in impedance value measured between the analyzer and the device. High impedance was noted through the device measurement but not on the analyzer. It was also reported that noise was able to be reproduced on the device. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and the distal conductor was fractured. It was also noted that there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing overlay was melted, the outer insulation had a cosmetic depression, and the helix/lobe was distorted/bent.